Manufacturer narrative:
The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The fse checked the iabp and it passed all pm checks. While performing the fiber optic test there was no pressure waveform, but the values are in the limit and result was "no fos errors". The fse checked the iabp after a few days and performed the fiber test and everything works fine including the wave form. The iabp was run with a test fiber optic balloon. The fse completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the fiber-optic balloon waveform was not displaying properly. No patient harm, serious injury, or adverse event was reported.